Manufacturer narrative:
(B)(4). Failure to follow steps / instructions was added to capture no femoral angiogram performed. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. No femoral angiogram was taken. Reportedly, resistance was felt during advancement of the proglide device into the artery. The proglide device was removed and a kink was noted below the foot. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported kinked sheath was confirmed; however, difficult to insert into the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Reportedly, no angiogram was performed. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case the IFU deviation did not contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.